Event description:
It was reported that resistance was felt as the coil was advanced through the microcatheter, but the physician proceeded to advance the coil to the aneurysm and successfully detached the coil. When withdrawing the coil delivery wire, resistance was experienced and the delivery wire broke. The delivery wire was retrieved with the microcatheter and there were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the delivery wire was severely damaged and broken. The proximal contact was detached. The main coil appeared to have been detached via electrolysis. It is likely that force was exerted on the device when attempting to remove it from the microcatheter, leading to the damage noted to the device. Therefore, a cause of handling damage during use has been assigned to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that resistance was felt as the coil was advanced through the microcatheter, but the physician proceeded to advance the coil to the aneurysm and successfully detached the coil. When withdrawing the coil delivery wire, resistance was experienced and the delivery wire broke. The delivery wire was retrieved with the microcatheter and there were no clinical consequences to the patient.